Manufacturer narrative:
The manufacture is aware of the delay in this submission.

Event description:
The manufacturer was notified on 19 jan 2016 that the valve was not loaded into the collapser properly. The surgeon then opened a second collapser and tried again two additional times with the same result. At this point, another large perceval was opened and loaded into the second collapser. This valve was collapsed and loaded onto the handle within 30 seconds and then implanted without incident. The cardio-pulmonary by-pass was extended for about 30 minutes due to the problem occurred.

Manufacturer narrative:
Sections modified.